Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to the no audio condition. Service evaluation verified the no audio condition with the cause identified to be the back flex was not properly installed in the j6 connector of the I/o pcb.. The flex was properly secured to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device was identified with a condition of no audio upon power up. There was no patient involvement. No additional information is available.